Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left cubital vein with a 6f non-bsc introducer sheath. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm vein. After crossing the lesion with a non-bsc guide wire, a 7.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, upon the initial inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.